Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the e116 error was not duplicated for the device. The user¿s complaint was not confirmed. The device had an excess of dust inside. There is a possibility that the dust could cause the e116 that the user experienced during procedure. Additional observation for the device is that there is a small crack in the front panel and the top cover is scratched. Neither is damaged enough to need replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, after prolonged use during a laparoscopic choledochistectomy procedure, the system malfunction error e116 was observed for the device leading to camera issues. The error was received once again during the procedure. The procedure was completed successfully with an unspecified delay due to the issue of the e116 error received. There is no reported harm or adverse impact to the patient. The patient was elderly.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10.

Event description:
Addendum jun 20, 2022: the procedure was therapeutic. The procedure was completed with the same device. The procedure took approximately 20 minutes longer to be completed; however, besides the issue of the device, the difficulty was encountered in executing the procedure which added to causing the delay. The patient was well post procedure and there were no complications. The device was inspected prior to use with no indications of any problems.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e116 occurred because of dust inside the device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.